Event description:
It was reported that the catheter was difficult to remove. The target lesion was in the not very tortuous uterus. A direxion hi-flo fathom-16 system was selected for use. During procedure, the catheter was used to embolize a uterine fibroid with embolic beads. Some resistance was felt in the final approach to the target. Physician thought there might be vasospasm. The embolics were delivered and upon retraction of the device, it was noted that more resistance than they are typically used to was felt. Using very gentle pulling force, the catheter was removed and the separation of the yellow tip from the nitinol tube was noticed. The yellow tip showed separated from nitinol hypotube; however, it did not become fully detached and was removed intact. The procedure was completed with this device. No patient complications were reported.